Manufacturer narrative:
E1 - initial reporter: (B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported that during use of the cardiosave intra-aortic balloon pump (iabp) the "may need maintenance" message occurred, followed by "power-up test fails" error code 14. There was no harm reported.